Event description:
There is an eyecare practitioner report of a corneal ulcer located central cornea (within the visual axis) with white foreign body present, right eye. Treatment consisted of antibiotics and patching for 24 hrs. Event resolved with no reported effect on visual acuity.

Manufacturer narrative:
This case is considered as a central corneal ulcer. An eval of the returned product is underway by mfg. (B)(4).